Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. The customer troubleshot with philips technical support. The customer was provided with part number and price for the remote alarm test cable adapter. No parts were returned to evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was missing the remote alarm test cable adapter. There was no patient involvement. The event date was not specified; estimate used.